Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow up, post paced t-wave oversensing was observed. The patient did not receive therapy but did receive a vibratory alert for nonsustained lead noise due to t-wave oversensing. It was noted that the patient may have had an electrolyte imbalance. Device was reprogrammed successfully and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.